Event description:
It was reported that a large volume infusor leaked into the sealed overpouch. This was observed before patient use. The device was filled with cefepime 3000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The lot was manufactured from november 15, 2021 - november 16, 2021. The actual device was received for evaluation. A visual inspection was performed using the naked eye which observed fluid inside the bag containing the device. Further inspection via the naked eye revealed the cause of leak inside the bag was due to the broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.